Event description:
During surgery, the tip of a hand held cautery developed a 1/4" flame while in surgeon's hand. The unit was turned off and unplugged. No injury to pt. Tip and pencil container in another MFR's sterile neuro back pack.